Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the cartridge was not returned for investigation. A retain sample cartridge from lot # b201701 has been evaluated by product analysis on 02/16/2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
This complaint is being reported due to an alleged cartridge issue. Reportedly, the patient had a cartridge that did not cycle. She had difficulty pushing the plunger due to the resistance. The patient claimed she threw away the subject cartridge and used another one without any further issue. There was no report any patient impact associated with the product issue.